Manufacturer narrative:
Investigation completed on a smiths medical disp bivona neo/ped tracheos sample with unknown pn received for testing. Pictures 1-4 revealed the moulded component rings are broken in picture two. Also picture 4 revealed the moulded parted seen in flash. The complaint was verified, reviewed engineering practice which passed process at 100% and root cause is believed to be damaged after leaving facility.

Event description:
Device evaluation completed and summarized in h 10.

Event description:
Information received a smiths medical tracheostomy tube was involved in an incident where a patient reported grey end separated from the white tube. The patient then was sent to hospital and there the tracheostomy was changed. Staff reported trying to change the inner cannula and the ring split. The ring aids the release of the inner cannula from within the tracheostomy. Staff reported helping by holding onto the tach while additional staff tried to pull the inner cannula out. The staff managed to finally remove the inner cannula.